Event description:
It was reported that a pump memory error occurred during interrogation of the pump and pump update. The programmer showed ¿pump memory error, telemetry cancelled¿ and ¿incomplete telemetry, pump memory error, pump status unknown, pump can be in stopped pump mode due to incomplete telemetry¿. The healthcare provider (hcp) attempted to update again and saw an hour glass and then another pump memory error. The hcp was to attempt interrogation and updating the pump again to see if the issue would resolve. No patient symptoms reported. The device system delivered morphine, clonidine, and bupivacaine. It was later reported that the pump was refilled and updated during the office visit. Following the pump memory error, the pump was re-interrogated and the memory error resolved. Patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8711, lot# j0058173r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).